Manufacturer narrative:
(H3) the revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and the femoral loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided.

Event description:
As reported, approximately two years post initial left tka, the 55 y/o male patient complained of pain. Patient had a revision due to loose femur and recalled poly. Due to recall surgeon used competitor's devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays.

Manufacturer narrative:
Section d10: concomitant products: - advanced patella 32mm 3 peg implant (cat# 200-07-32 / serial# (B)(6)). - truliant tib fit tray cem sz 3.5f / 3.5t (cat# 02-022-45-3535 / serial# (B)(6)). - truliant tib imp ps insert sz 3.5 9mm (cat# 02-022-35-3509 / serial# (B)(6)- recall device z-0023-2022). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and the femoral loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.